Manufacturer narrative:
Correction b5: medtronic received information that during use of a vital flow motor drive instrument, it was reported that the vitalflow screen turned white while the pump continued spinning. Mc3 logo flashed, and then the screen returned to normal. The alarm history was checked, confirming an e70 error (gui connection lost). The instrument was used to complete the procedure. There was no adverse patient effect associated with this event. Additional info b5: investigation at the contract manufacturer has identified the reported issue, a white screen followed by an e70 error (gui connection lost), was determined to be a software bug in the code that generates the alarm history screen which causes the screen to reset the first time the alarm history screen is viewed if a large number of alarms had been logged before viewing the screen. The instrument issue occurred during patient support. There was no adverse patient effect associated with this event. Additional investigation information, corrective and preventative actions will be documented in the medtronic corrective and preventative action plan (CAPA) track wise event that will be initiated. DHR review is not required as there is an existing further action. The service history record was not reviewed as the information provided suggests no evidence of servicing issues with the device. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Unable to confirm customer complaint. Tested device for 30 minutes with no fault. Repair on the vitalflow device will not be performed per business agreement. No further action required medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alleged product issue with the vitalflow console instrument. During use, the vitalflow screen turned white while the pump continued spinning. The customer informed during a phone call that the mc3 logo flashed, and then the screen returned to normal. The alarm history was checked, confirming an e70 error. The instrument was used to complete the procedure. No impact to the patient was associated with this event.